Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the left ventricular lead was not capturing. The patient came into the hospital for a lead revision. Lead imaging showed the lead was dislodged in the right atrium. The lead was explanted and replaced without any issue. The patient did not experience any symptoms before, during, or after the procedure.